Event description:
During the rfa of atrial fibrillation procedure, the tacticath se catheter was reading zero force where the model data was initially collected. The catheter was exchanged during the case due to the force issue, and the new catheter worked perfectly to finish the case successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported event of a contact force issue was confirmed, however, the reported display issue could not be confirmed. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event. A CAPA exists related to the first-used date during the manufacturing period of the device. In addition, electrodes 1-4 and the magnetic sensor met specifications during electrical testing.